Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, stent graft kinking), (severely tortuous iliacs). Conclusion: (severely tortuous iliacs).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm abdominal aortic aneurysm. Aortic neck was 27 mm in diameter at the renals and 25 mm above the aneurysm and 30 mm long with mild angulation but without calcification or thrombus. Common iliacs were severely tortuous, non-calcified, and 14-16 mm in diameter on the right and 14-20 mm in diameter on the left. After the endurant bifurcated stent graft was placed via the left side (MFR report# 2953200-2011-00961), kinking of the ipsilateral limb was noted, due to the severe tortuosity. There was no perfusion issue because of the kink. Another manufacturer's stent was placed to straighten the ipsilateral limb. After the contralateral limb was placed, a planned ipsilateral extension was placed. The delivery system of the extension limb was pushing on the contralateral limb laterally, due to the tortuosity, which caused the contralateral limb to slip out of the gate. No angiogram was performed, so no type iii endoleak was evident; however, a disconnection between the bifurcated contralateral stub and contralateral limb was seen. A 16x85 aneurx limb was placed to bridge the bifurcated stent graft and the contralateral limb. No additional clinical sequelae were reported and the patient is fine.